Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative (tsr) went through multiple trouble shooting steps with the caregiver (cg). The caregiver (cg) stated that there was air in the patient line. The tsr explained that the cg would need to end therapy and start over with new supplies. Global product surveillance contacted hp's mother on (B)(6) 2011. The mother stated that the hp was able to complete therapy with new supplies. The mother stated that the hp was completing therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The check patient line was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.